Event description:
Complaint received on techlite pen needles lot z58f2. The customer is claiming that about 30 needles were bent or bending (in use on the patient side of the needle). There was no needle at all on one of the pen needles.